Event description:
It was reported by the clinician that the physician was attempting to insert the spring wire guide (swg) and could not get the wire to advance. He removed the swg from the catheter and while trying to advance it, a small piece of dark blue plastic emerged onto the sterile field from the swg advancer. No injury was caused to the patient.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.